Event description:
It was reported that the patient had experienced syncope and the caller was calling to make sure that a "dotted vertical line" on the remote transmission was not an issue. The caller was informed that the dotted vertical line indicates a transmission problem only, and not an arrhythmia. The device remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.